Event description:
Per the audiologist, in 2008, th pt's fixture fell out after self-removing the healing cap. Reportedly, the replacement fixture will be placed in a different location and placing a "sleeper' fixture was discussed with the pt. A revision surgery is scheduled, after the site heals.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.